Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to fluid intrusion. The evaluation found inoperable wireless connection capabilities due to fluid intrusion. The device was retired from service.

Event description:
During baxter's evaluation of a spectrum pump, fluid intrusion was found causing wireless connection problems. It was reported there was no patient injury.